Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving hydromorphone 10 mg/ml; 7.334 mg/day via intrathecal drug delivery pump for unknown indication of use. A few days ago, the patient thought they heard the pump alarming. The hcp had checked the pump logs and there was no active or alarms present for this time frame. The reporter did not know if the pump was ever updated with the clinician tablet. It was noted the patient had a motor stall in august of 2018 but had a magnetic resonance imaging (MRI) at this time and that cleared. It was discussed to perform an alarm test to rule out what sound the patient heard. No patient symptoms were reported. No further complications were reported.